Event description:
One pt urine sample with discrepant results for blood and leukocytes. Initial results for leukocytes and blood were negative. Visual dipstick showed negative for blood and leukocytes. Urine samples repeated with the following results: leukocytes resulted 500/ul. Visual dipstick showed 3 +. Blood resulted 50/ul. Visual dipstick showed 3+. Erroneous results not reported. If additional info is received, appropriate notification will be provided.